Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/ or normal results. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue first started at an unspecified date and time when she obtained the alleged inaccurately high result of ¿250 mg/dl¿ with the subject meter compared to her feelings and/ or normal results. Meter to feelings/ normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with oral medication (¿metformin 500 mg, twice a day¿), diet and/ or exercise and she reported that in response to the alleged product issue she took no action beyond her normal routine of diabetes management and care. The patient reported that at an unspecified time after the start of the alleged product issue she developed the symptom of ¿shaking sensation¿. She reported treating this alleged symptom by ¿taking some rest¿. During troubleshooting the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing. The csr was unable to verify whether the test strips had been stored correctly or had expired as the patient did not have the test strips with her at the time of the call. Replacement products were not sent to the patient as she refused. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after obtaining an alleged inaccurately high blood glucose result with the subject meter.